Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture confirmed by ultrasound.

Event description:
Healthcare professional reported left side rupture confirmed by ultrasound. Device remains implanted.

Event description:
Healthcare professional reported left side rupture confirmed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.